Event description:
It was reported that during a lobectomy procedure, a big metallic sound was heard and an error 5 was displayed during use. Then the device became non-functional. Another device was used to complete the case. There were no adverse consequences to the pt. The doctor commented that the blade had not touched something hard. As the blade was broken off after the operation, no piece was left inside the pt's body.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.